Event description:
It was reported that the pump's quick bolus/wake button was extremely difficult to press, requiring multiple attempts to activate the pump screen. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support to ensure the pump was not plugged in and to press the button firmly using the tip of their finger while supporting the pump's bottom. Despite the issues, the customer opted not to replace the pump immediately and planned to have their husband assist with removing the new case at a later time. Technical support closed the case after instructing the customer to monitor the problem and follow up if it worsens.